Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and intermittent capture, and some ventricular pacing markers missing. A remote warning triggered for low atrial impedance, which appeared to be related to an implantable pulse generator (ipg) issue. In addition, there was undersensing observed on the right atrial (ra) lead. Reprogramming was performed for rv lead sensitivity level. The leads and device remain in use. No patient complications have been reported as a result of this event.